Event description:
This is filed to report clip open-locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted previous cardiac surgery and rotated heart. The first clip was successfully deployed in the a2/p2 scallop, reducing mr to 2-3+. Then a second clip delivery system (cds) was advanced to the mitral valve and the clip was positioned lateral to the previously implanted clip. The clip grasped both leaflets without issue, reducing mr to 1+. Therefore, the clip was deployed. However, a jet was immediately detected inside the clip. Imaging confirmed that the clip slightly opened to approximately 10-20 degrees. The clip remained stable; and therefore additional treatment was not performed. Two clips were implanted reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design, or labeling.